Event description:
A talent thoracic stent graft system was implanted for the endovascular treatment of an acute type b dissection. This event was reported in the journal of vascular surgery 2008; 47: 1195-1202, 2008. The stent grafts were implanted between 2001 and 2007. It was reported the pt rec'd a talent device to treat an acute type b dissection occurred on the 3rd day after implantation caused by bare spring-induced intimal injury. Thoracic endovascular repair (tevar) indication was progressive dilatation. The pt was treated by an emergency procedure involving supra-coronary arch replacement. No additional clinical sequelae were reported and the pt was discharged.

Manufacturer narrative:
Evaluation: results: (arterial trauma/dissection), (acute type b dissection). Conclusion: (acute type b dissection).